Event description:
The customer's mother reported that at 10:17 am on (B)(6) 2012, her son's blood glucose was 264 mg/dl and an insulin bolus of 7.2 units was administered. He then went running and at 11: 33 am, his bg was 326 mg/dl. The device was removed and a manual insulin injection was given (no dosage reported). The mother stated that the cannula was bent.

Manufacturer narrative:
The device was not be returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed). In addition, always check it before, during, and after exercise."